Event description:
Customer reported that the buttons on the insulin pump were not responding and the display went blank. Customer stated that she changed the battery and the device shut off. Device would sometimes fall out of her pocket does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Blood glucose value was 189 mg/dl; current value is 209 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No blank display or display anomaly noted during testing. No further tests could be performed due to unresponsive esc and act buttons. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot and without the original pump belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.